Event description:
It was reported that during the use of the PICC, a break in the junction between the fixation part and the part of the catheter that remains inside the patient was noticed. This catheter had to be removed from the patient for this reason, as the fluid was leaking out of the puncture site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that during the use of the PICC, a break in the junction between the fixation part and the part of the catheter that remains inside the patient was noticed. This catheter had to be removed from the patient for this reason, as the fluid was leaking out of the puncture site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed and was determined to be use related. One 4 fr powerpicc was returned for evaluation. Examination of the returned powerpicc revealed a circumferentially aligned split at the 15 cm depth marker with characteristics aligning with material fatigue. ¿c¿ shaped impressions leading into the fracture site were observed along with rounded, polished edges and an overall elliptical shape to the cross-section of the catheter. Kinks were observed at the 14 cm depth marker and between the 19 cm and 20 cm depth markers with material wear features such as an elliptical cross-section of the catheter and ¿c¿ shaped impressions leading into the kink where bending appeared to have taken place. The failure observed is consistent with material fatigue caused by cyclic kinking of the catheter, and kinking can take place depending on maintenance of the catheter or securement techniques. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.